Event description:
A hospital in (B)(6) reported that water leaked at the connection between the feed tube and the bag spike of an mr290 autofeed humidification chamber during set-up and patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: there were a total of five complaint chambers, three with lot number 100309 and two with lot number 100218. The complaint chambers were not returned to fisher & paykel healthcare for evaluation as they were discarded by the hospital. Our investigation is therefore, based on our knowledge of the product and the description of events. Results: the customer has reported that "water leaked from the connection part between the feedset tube and the bag spike". We have had other complaints for this particular failure mode for lot number 100218, which is due to insufficient glue being applied to the connection between feedset tube and spike during production. We have not had any other complaints of this type for lot number 100309. Conclusion: the leak was caused by failure of the applied glue to hold the spike to the feedset tube. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).